Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-13600. It was noted that the patient presented in clinic for a right ventricular lead revision due to lead dislodgement. During the procedure, it was noted that the implantable cardioverter defibrillator went into backup vvi. The device was reprogrammed. Patient was stable.